Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and absorbable hemostat was used. Post-operatively the surgeon stated that she has saw a seroma. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed in addition to the aspiration at the physician¿s office? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? What is the users experience w/ surgicel powder and other hemostatic agents?

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? 2 patients, 2 procedures. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, was notified of both at same time. Was there any medical or surgical intervention performed to treat the seroma (product removed; drainage; re-operation; prescription medication)? If so, please specify. Both patients were seen in office and seroma was aspirated in office. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Do not have this information. What is the procedure date? Do not have this information. What date did the seroma occur on? Info not available. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Information not available. Can you identify the product code and lot number of the product that was used? Product code 3013sp. Event related to mw # 2210968-2022-02843. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.